Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified. (Expiry date: 01/2022).

Event description:
It was reported that during a stent placement procedure through the left femoral artery, the stent allegedly failed to expand. It was further reported that the stent was slightly twisted under fluoroscopy. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery through the left femoral artery, the stent allegedly released in a compressed state. It was further reported that the stent was slightly twisted, and laterally squeezed under fluoroscopy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in activated/ used condition with deployed stent. An indication for stent compression/ twisting or squeezing could not be found on the delivery system. Images demonstrating the alleged stent deformation inside the vessel were not provided which in sum leads to inconclusive evaluation result. The lesion was severely calcified, a pre dilation was performed, and system compatible guidewire was in use. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment. In particular the instructions for use state: 'remove slack from the delivery system catheter held outside the patient.', 'confirm that the introducer sheath is secure and will not move during deployment.', and 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The instructions for use further state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques', and in regards to accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath (...) Insert a 0.035 inch (0.89 mm) diameter guidewire' h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.